Event description:
It was reported that the lens was dipping posteriorly during implantation and the doctor noticed the capsule was torn. The lens was removed and a three piece lens was placed in the sulcus. No info has been received regarding the injector used to insert the lens during the event. Add'l info has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.